Event description:
It was reported that pump displayed continuous glucose monitor error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and successfully started new sensor session, after which error did not appear again.